Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated lead displayed an out of range impedance measurement. A review of device data noted the measurement of 0 ohms. Boston scientific technical services discussed a potential electromagnetic interference (emi) source. A remote home interrogation was performed and a 47 ohm impedance was recorded. The system will continue to be monitored. There were no adverse patient effects.